Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer 2019-05-01. It was reported the ins was turning off/had turned off expectedly. The caller reported patient was not charging as long as she normally does. The caller reported usual recharge schedule was charging in the afternoon for 15-20 minutes and again in the evening for about 8-10 minutes. The caller noted that currently after 30 seconds the ins is fully charged. The caller reviewed the por was cleared and they clarified they noticed patient charged in half the time after clearing the por and the issue seems to be related to the time of clearing the por. The ins off was noticed one time and is suspected to be related to not turning stimulation back on after clearing the por. The patient programmer displayed the ins was off. It was reviewed the patient should keep the ins charged. It was reviewed that following por, ins is off and even when recharged must be manually turned back on. Troubleshooting resolved the issue. The caller turned stimulation on successfully during the call. It was on group c, program 1 at 1.60. Caller asked if the program could have been changed or if that could impact the recharge interval, and it was reviewed how programming and ins on/off status could be related to recharge interval. The patient had a general appointment with their hcp in about 4 weeks. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient usually charges their ins a couple of times a day to ensure they are receiving therapy. The patient noted that the ins has helped the patient ¿maybe not the full 50%, maybe 30%¿ of their pain symptoms. When the patient was charging the ins, a power on reset (por) message displayed on the screen. The patient could not confirm if the por was informational at the time of the call, but the patient¿s spouse called back and was able to confirm that it was an informational por. The caller was able to clear the por, and everything was working as intended. No further complications are anticipated.